Manufacturer narrative:
Testing of actual/suspected device (10/3233): a getinge field service engineer (fse) evaluated the iabp and found that the helium cylinder was empty, to fix the issue the fse replaced the cylinder and the washer of the cylinder. He then checked the unit for leakage and found none from the unit. Performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check the cardiosave intra-aortic balloon pump (iabp) was not showing the helium indication. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, g8, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: g1(contact person), h6(component codes).

Event description:
N/a